Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
A 10.0mmx29mm otw omni elite stent delivery system was received at abbott vascular. On the chipboard box was written "stent not long enough". No details were available; however, there was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported undersized stent was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation was unable to determine a cause for the reported undersized stent length. It is possible that the incorrect length stent was chosen for the procedure and therefore the device was not used; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.